Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device does not recognize electrodes. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.